Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was 328 mg/dl. Reportedly the customer went to the emergency room and was subsequently admitted to the hospital with a bg in the 200's and moderate ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the hospital on (B)(6) 2025. Reportedly, the customer reverted to an alternate method of insulin delivery to address the issue.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level was 328 mg/dl. Ultimately, the customer reverted to an alternate method of insulin delivery.